Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the nature of the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.